Event description:
It was reported that the patient presented for a device upgrade. Routine checks showed the right ventricular lead exhibited high capture thresholds. The suspected cause was lead dislodgement. The lead was explanted and replaced. The asymptomatic patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and high capture thresholds were unconfirmed. A complete lead in one piece was returned for analysis. Visual, mechanical, and electrical tests were normal with no anomalies found.